Event description:
Pt reports that when he used the easy touch insulin syringe, the needles broke off underneath his skin. Dates of use: (B)(6) 2018. Diagnosis or reason for use: diabetes. Is the product compounded? No; is the product over-the-counter? Yes. Event reappeared after reintroduction? Yes.